Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that it was taking too long for recharging. The rep reported they met with the patient for normal follow-up, and the patient's implantable neurostimulator (ins) was discharged, thus the rep had patient recharge the implant. In all, there were three recharge sessions lasting a total of 42 minutes with 6-8 coupling bars, and there was no recharge time lost. Technical services told the caller that recharging appears to be normal based on the data, but it does appear the ins was not charging up as fast. The patient called the following day reporting they were charging too often. The patient stated the day prior they saw the thermometer on the recharger (insr) after she was charging for three hours. The patient stated she only got to 10% charge after three hours with 6-8 coupling boxes. It was also reported the insr antenna was damaged. A replacement insr antenna was sent to the patient. The patient stated she was going back to her doctor in two weeks to check the ins. No symptoms or further complications were reported/anticipated.